Event description:
The customer reported that while the unit was in use on a pt the helium tank was replaced with a full tank and the unit displayed a "low helium" message and the unit had an autofill failure. Therapy was continued . No pt injury was reported.